Manufacturer narrative:
Our examination of the complaint device revealed a longitudinal burst; however, there was no notable damage that should have prevented the deflation of the balloon. An attempt to advance liquid through the balloon catheter was successful. Based on the results of our investigation, we were not able to determine how/why difficulty was encountered. This product line is inspected 100% by our balloon qc dept prior to further processing; ensuring the balloon properly inflates to the specified parameters and rewraps properly when negative pressure is applied. They also verify that the shaft material is free of other surface imperfections. The appropriate individuals were notified of this matter and we will continue to monitor for similar reports.

Event description:
In 2008, the device was being utilized in an angioplasty procedure on a male pt. Angioplasty was being performed near the superior vena cava/radial artery junction. The physician had utilized an 8mm and then a 10mm balloon prior to insertion of the 14mm balloon catheter. The balloon catheter was inflated with no problems up to 8 atm's with standard contrast dilution. When the physician attempted to deflate the balloon, it would not deflate. The physician decided to move the balloon down to the ivc and rupture the balloon. The balloon was ruptured at 24 atm's and the pt did not sustain any adverse effect from this event. Pt is fine.